Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a fmc cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism that is found in the intestinal tract of humans and often associated with touch contamination as source of peritonitis in pd patients. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination due to poor handwashing, as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon follow-up, the nurse confirmed the patient was hospitalized on (B)(6) 2020 for peritonitis. Per the nurse, the patient¿s pd culture (obtained on (B)(6) 2020) grew enterococcus. It was stated the patient was treated with ceftazidime and vancomycin (dose unknown) intra-peritoneal (ip). Subsequently, on (B)(6) 2020, the patient was discharged from the hospital. The patient is recovering and continues pd with the same cycler without any adverse effects, per the nurse. The nurse reported the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to poor technique whereby the patient did not wash hands and touch contamination during the pd exchange.